Manufacturer narrative:
Upon receipt, the proximal fragment of the lead at 9.5 cm distal to the is-1 connector pin was analyzed. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The returned lead fragment was visually, electrically and mechanically analyzed. The visual inspection revealed that the insulation was, free of breaches, apart from the minor cuttings. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was returned without documentation from an unknown source. Per obituary, the patient expired on (B)(6) 2015. The patient following physician did not have the cause of death on file. Should additional information be received, this file will be updated.